Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (brush could not be inserted through biopsy port) was confirmed. It was observed that brush/ forceps could not be inserted/removed due to foreign material in the biopsy channel. In addition, service found it was not possible to dunk due to foreign object in the biopsy channel, the plastic distal end cover was dented, the adhesive on the bending section cover was cracked, there was no suction due to foreign material in the biopsy channel, there was customer label on the scope connector, the bending angle was low, clicking sound was generated during up/down angulation, and there was play in the angulation control knob. The ess completed the in-service, which covered infection control information referenced in the user manual and the reprocessing manual. Endoscope was properly leak tested without detergent. Facility follows detergent manufacturer's instructions during cleaning of endoscope. Brushing was properly completed. Facility uses scope buddy plus for completion of aspiration step and for flushing of endoscope channels. Facility follows manufacturer's instructions for use of equipment. The scope was properly rinsed and placed into medivators dsd edge for reprocessing per manufacturer's instructions. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 17 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, although a conclusive root cause could not be determined, it is likely that there was a difference in device handling and reprocessing between what was recommended by olympus and what the user facility was performing. The following information is stated in the IFU (instructions for use) which may help to detect/ prevent the issue: detection methods are written in IFU: evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that it was not possible to brush through biopsy port of the subject device. The reported issue was observed during a diagnostic colonoscopy. Reportedly, the biopsy port was obstructed during the intended procedure. The patient had a lot of sesame seeds in their colon. No error messages were observed. The intended procedure was completed using the subject device without a delay. There was no patient or user injury reported due to the event. The customer confirmed that the subject device was only used on the patient from which the obstruction came. An olympus endoscopy support specialist (ess) reported that during an onsite reprocessing in-service at the customer¿s facility, deviation was observed during pre-cleaning. The insertion tube was not immediately cleaned per instruction for use but wiped at end of pre-cleaning. Also, air was not turned-on during use of air/water channel cleaning adapter, technician was made aware of this during pre-cleaning, and the scope was properly transferred to scope cleaning room. There were no associated patient infections reported. This report is being submitted for the reportable malfunction found during an onsite reprocessing in-service (insufficient or incorrect reprocessing).